Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and a message was displayed indicating to check the shock portion of the implantable defibrillation lead. All diagnostics looked appropriate and no out of range measurements were able to be produced. It was reported the patient underwent an ablation the previous week. It was believed an out of range shock impedance measurement was recorded due to electromagnetic interference (emi) from the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device and lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.